Manufacturer narrative:
(B) (4).

Event description:
It was reported that at the time of refill, the healthcare provider was unable to fill the reservoir. The expected amount of 3mls had been aspirated from the reservoir. It was noted that the hcp had tried two needles two filters, two extension tubings, and two healthcare providers. No pt symptoms were reported. The type of medication, concentration, and daily dose being administered via the pump were not reported. Add'l info has been requested from the hcp, a f/u report will be sent if add'l info becomes available.